Event description:
It was reported prior to an unknown procedure, the packages with channels on the seal area were found. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent 07/29/2008. Information anticipated, but unavailable at this time.